Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was bent or kinked event on (B)(6) 2024 to (B)(6) 2026. The issue occured with 4 infusion sets. The infusion set was in use for 30 minutes.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.